Manufacturer narrative:
Medical devices: 4592 lead implanted (B)(6) 2010; 5076 lead implanted (B)(6) 2005. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient presented in a syncopal or near syncopal state. High right atrial (ra) lead thresholds were observed for which no action was taken. The cardiac resynchronization therapy defibrillator (crt-d) was also noted to be pacing below the lower rate due to t-wave oversensing (twos) on the competitor right ventricular (rv) lead for which reprogramming was performed. The ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.